Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive 1¿2 times per day while worn, with function returning when off the body, consistent with a key or button not working and involving the touchscreen component; user was requested to provide a video if the issue persisted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software-related problem associated with an unresponsive button and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.